Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The hp was received for evaluation. A visual assessment of the returned sample found no visual non-conformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the hp shell was measured and was found to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phacoemulsification (phaco) handpiece is too hot to hold during a surgical procedure. Additional information has been requested and received indicating the handpiece tuned without issue, however, it got very hot when run at 100% torsional power. The 'hot spot' seems to be close to the center of the handpiece body. Also, torsional power was almost non - existent. Longitudinal power appears unaffected. Patient impact was not reported.